Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulty to remove the protective sheath could not be determined. The reported shaft and sheath deformation appear to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1: corrected brand name from xience xpedition 48 everolimus eluting coronary stent system to xience xpedition¿.

Event description:
Subsequent to the initially filed reports it was stated that the protective cover was difficult to remove. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that upon opening the 3.0x48 mm xience xpedition stent delivery system (sds), the yellow protective sheath was noted to be kinked during the attempt to remove the sheath. The shaft of the device was kinked as well. Therefore, the device was not used and there was no patient involvement. A new device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.